Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 12mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon of the trocar did not inflate as intended during a transabdominal preperitoneal procedure. The trocar balloon appeared intact. Part of the plastic housing of the reflux valve was cracked. Functionally, the trocar balloon was unable to be properly inflated due to the cracked reflux valve. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked reflux valve, the reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Replication of the cracked plastic housing of the reflux valve may occur from rough handling of the instrument during use. Damage to the reflux valve may result in issues with inflation and deflation of the balloon.

Manufacturer narrative:
(B)(4). A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. (B)(4).

Event description:
According to the reporter during a trans-abdominal preperitoneal procedure the balloon of the trocar did not inflate as intended and the device could not be used. Another device was readily available and procedure was completed with no further incident. It was also reported that the patient did not experience an adverse event due to the device malfunction.